Event description:
It was reported that approx 20 days post-op the pt presented with surgical site infection. The pt was revised and at that time it was found the closure tops were loose as well. The closure tops were replaced along with other instrumentation. No further info is available at the time of this report.

Manufacturer narrative:
Mfg records reviewed indicated no deviations or anomalies. It is not suspected that the product failed to meet specs. It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. This is the final report that will be submitted associated with this incident and device. No add'l action is required at this time.